Manufacturer narrative:
Concomitant medical products: boston scientific device, implanted: (B)(6)2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to infection. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.